Event description:
Repeated attempts were made to deliver a 5 x 9 complex soft coil through a previously placed neuroform stent and were unsuccessful. During the process the junction between the coil and pusher wire appeared to be stretched. The physician made the decision not use the coil. The next coil selected was a 4 x 12 complex soft, approximately 9 cm of the coil was delivered in to the aneurysm and the remaining 3 cm would not go. The physician made several attempts to advance and remove the coil, both were unsuccessful. The physician detach the coil, leaving a portion of the coil in the anterior cerebral artery, which he jailed with a neuroform stent. The patient was not harmed during the procedure.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Coil in patient.